Manufacturer narrative:
(B)(4)

Event description:
On an unknown date in (B)(6) 2013, an aortic valve replacement was performed and a 21mm trifecta valve was implanted in a patient with chronic dialysis. On (B)(6) 2016, the patient's blood pressure dropped during dialysis. An echocardiogram revealed leakage in the aortic position. The trifecta valve was explanted and replaced with a 21mm carpentier-edwards perimount magna ease aortic heart valve (model: 3300tfx). The patient was in stable condition postoperatively.

Manufacturer narrative:
(B)(4). The results of this investigation concluded tears were observed in cusps 1 and 2, and cusp 2 was retracted. Calcification was found within the cusp tissue of cusp 3. Fibrous pannus ingrowth was observed on the inflow surface of cusps 1 and 2. A thin layer of fibrin with chronic inflammation was observed on all three cusps. No acute inflammation was observed and special stains were negative for organisms. No evidence was found to suggest the cause of the tears, retraction, calcification, pannus and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.